Event description:
It was reported that by customer when the machine was turned on, the cs300 intra-aortic balloon pump (iabp) units monitor is intermittently visible. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, event site telephone, g1, g3, g6, h2, h6, h11. Corrected fields: b5. Due to character restrictions in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) units monitor is intermittently visible. There was no patient involvement and no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The equipment shows intermittent images on the monitor when switched on and was not in use. The fse eliminated the defect by cleaning the video card contacts and monitor cable. Operation tests performed with positive results. Repair completed, the equipment can be used.